Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values, the cgm reading was low and the patient was concerned why the dexcom app was reading low. The patient was feeling dehydrated. He drove himself to the hospital, as he was alone at that time. When he arrived at the hospital, the nurse took a bg reading which was 124 mgdl and the cgm reading was low. The nurse treated the patient with 2 IV fluids. Although the bg was in a normal range the patient was treated at the hospital for dehydration that could have been related to the bg. The nurse took another blood test, and the bg reading was 136 mg/dl and cgm was showing low. The patient was discharged after 3 hours, and when he got back home, he decided to take the sensor off. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid upon the arrival at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.